Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn damage were observed internal to the meter during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Meter (B)(4).was returned and investigated with retained test strips. Visual inspection was performed on the returned meter and no issues were observed. Meter did not power on with button or test strips. Initiated meter communication with a usb cable and communication was not successful. Meter was de-cased, and an internal inspection was performed. Burn damage to the cpu (central processing unit) pin was observed. An extended investigation was performed, and a thermal camera was used to monitor the internal components. The temperature from the cpu and transient suppressor dn3 were found to be above specification, indicating overheating. It has been determined that the observed damage to the cpu and dn3 chip damage is consistent with an esd (electrostatic discharge) event due to an external high-power surge. Therefore, the issue not confirmed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs optium meter were reviewed and the dhrs showed the fs optium meter passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This serves as a correction report. Section b-3 (date of event) was incorrectly documented in the previous report and has been updated. Section g-3 (date received by mfg) was incorrectly documented as november 2, 2023 in the previous report. The correct g-3 is october 25, 2023.

Event description:
Customer initially reported that their adc device did not power on. The product was returned and investigated and burn damage were observed internal to the meter during the investigation. This report is being submitted due to the returned product investigation results. There was no report of death, serious injury, or mistreatment associated with this event.